Event description:
Same as manufacturing number 600130-2004-00227. It was reported that during a coronary drug eluting stenting treatment procedure the stent froze on wire and the shaft broke. The target lesion was the mid left anterior descending artery (lad) which was non-tortuous and non-calcified. The area had been pre-dilated with a 2.5 x 15 mm crosssail balloon. The taxus express2 3.0 x 16 mm drug eluting stent was successfully deployed and was well apposed/well positioned. Upon removal of the stent delivery system(sds) the distal end of the balloon became frozen to the choice pt extra support guidewire. As the physician pulled the sds, attempting to remove it from the vessel, the portion of the sds catheter shaft that was located outside of the pt's body, broke in half. The stent remained in good position and there were no reported pt complications.